Event description:
It was reported that a malfunction alarm, identified as malf 12, occurred, but there were no notable events leading to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl and there was no adverse impact reported. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurs, which was acknowledged and understood by the caller.